Event description:
A case of cidex opa was delivered to a facility from a distributor with one bottle missing the label entirely, one bottle label was partially dislodged. The instructions for use were present. Product was not used.